Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys anti-hbs immunoassay results for three patient samples from the cobas 6000 e601 module. Of the data, only the results for one of the patient samples was discrepant. The initial result was 139 iu/l and the repeat result on another analyzer was <2 iu/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 326280. The expiration date was requested but was not provided. The field service representative found white solid matter adhered to the washing tank of the reagent probe and it was possible that the tip was in contact with the probe. The field service representative removed the material and performed reagent and probe washes.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.